Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested, found to be working as intended, and put back into service.

Event description:
It was reported that there was a precharge voltage error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.